Manufacturer narrative:
Concomitant medical products: w4tr04 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the left ventricular (lv) lead was implanted, percutaneous coronary intervention (pci) was urgently performed due to the patient becoming ischemic, and it was followed by the patient passing away. The physician noted that the lead may have been related to the patient death because the change in the patient's condition occurred immediately after the implant procedure.